Manufacturer narrative:
(B)(6). The lot was manufactured from august 04, 2018 - august 05, 2018. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed spike port cap leakage from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the spike port. It was further reported that the spike port was not glued properly. The leak was discovered after filling prior to patient use. There was no patient involvement. No additional information is available